Event description:
It was reported that the 9800 system had image distortion and loss of data. The 9800 system also had to be rebooted to correct a cine disk failure and touch screen lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.